Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, an error prompt "possible failure detected while unclamping. Use grips to verify jaws are open. Do not reuse¿ was displayed during unclamping of the sureform 45 stapler instrument. The procedure was completed with no reported injury. It was further reported that the isi clinical sales representative (csr) called an isi technical support engineer (tse) that the failure occurred after their initial fire. Message stated to check staple line and blade and that instrument should be removed from use. The site removed the instrument after the initial fire and continued with the surgical procedure with no further issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Review of error logs showed that this stapler was used at the site on (B)(6) 2022 using system (B)(4) and failed due to an unclamping failure related to drivetrain failed to work properly. Instrument was installed on the system, but error message of "do not reuse" occurred. The instrument forced expired and was no longer able to be used. Unclamp failure log review details: the failure took place during a nephrectomy procedure. There was 1 unclamp failure with a white 45 reload. Only 1 reload had been installed during the unclamp failure and there were no firings by the instrument prior to the unclamp failure. There were 3 complete clamps in 3 total attempts during the procedure. Instrument was further investigated. The instrument was left in forced expiration condition. No visible damage appeared in the backend. Review of dsp engagement logs showed the instrument failed to engage on the first install attempt on (B)(6) 2022 using system (B)(4). Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicates a potential high friction with motion. Procedure and instrument log review for the sureform 45 stapler (part #480545-04 / lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the sureform 45 stapler was last used on (B)(6) 2022 via system serial #(B)(4). For a nephrectomy procedure. There were 11 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the unclamp failure from the returned instrument. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Manufacturer narrative:
On 11/21/2022, the following additional observations were found by the failure analysis team: high roll friction observed during failure analysis is likely a result of this instrument containing an undersized roll bushing. The roll bushing binds against the roll gear during main tube rotation, causing friction that can contribute to the roll hard-stop check failing during engagement. Root cause of undersized roll bushing is supplier manufacturing related. In addition, universal surgeon manipulator (usm) was returned and the unclamp drivetrain failures were replicated on that usm using in-house staplers. Therefore, the main contributor to the failures was usm related.

Event description:
Refer to h10/h11 for follow-up information.